Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The devices are not being returned therefore, a failure analysis of the complaint devices cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was conducted for the radio frequency controller. There were no abnormalities noted. No relationship can be established between DHR and current complaint. Device history record (DHR) review was unable to be conducted for the novasure device or ths hysteroscopy equipment as product identification numbers were not provided by the complainant. According to the instructions for use (IFU): other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that two days following a novasure endometrial ablation, done on (B)(6) 2013, the patient was admitted with "fever [degrees unk] and shakes which started on (B)(6) 2013". She was given intravenous (IV) augmentin (amoxicillin and clavulanate potassium).when cultures returned positive for "(B)(6)" levaquin (levofloxacin), flagyl (metronidazole), and vancomycin were added to the treatment regimen. A second set of cultures were "also positive". The patient was discharged home on (B)(6) 2013.